Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the complaint. A needle to cuff miss can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and user technique. All devices undergo a variety of cuff, link, suture and needle-related inspections, including, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections during manufacturing and at final inspection. In addition, a sample of devices from each lot must be successfully functionally deployed. Reportedly, a femoral angiogram was taken prior to the procedure and no calcification was noted. Cuff miss can be caused by tissue too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). The reported information did not report that the patient had any conditions that could have contributed to the event. A cuff miss can be influenced by several factors, including, but is not limited to failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the black plunger to contact the purple body. The reported information did not report any abnormal user technique. Based on the reported information and the inspection criteria a definitive cause for the reported cuff miss and associated patient effects could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there are no other related incidents for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, a posterior cuff miss occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.